Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed episodes of non-physiological artifacts and a sensing amplitude reduction. This lead to subsequent over-sensing, under-sensing, and three untreated episodes. Additionally, the smartpass feature had been automatically disabled. Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation via diagnostic imaging and provocative maneuvers to assess the reproducibility of the non-physiological artifacts. Should the artifacts be reproducible, surgical intervention was recommended. Recently, the physician elected to surgically explant and replace the s-ICD system due to suspected twiddler's syndrome. No additional adverse patient effects were reported. It is currently unknown whether the explanted system will be returned for analysis.

Event description:
It was reported that during a remote data review of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed episodes of non-physiological artifacts and a sensing amplitude reduction. This lead to subsequent over-sensing, under-sensing, and three untreated episodes. Additionally, the smartpass feature had been automatically disabled. Boston scientific technical services (ts) was contacted and recommended performing a thorough system integrity evaluation via diagnostic imaging and provocative maneuvers to assess the reproducibility of the non-physiological artifacts. Should the artifacts be reproducible, surgical intervention was recommended. Recently, the physician elected to surgically explant and replace the s-ICD system due to suspected twiddler's syndrome. No additional adverse patient effects were reported. The explanted system was retained by the patient and will not be returned for analysis.